Event description:
On 10/16/95 a intra-aortic balloon pump was inserted in a 76-yr-old male pt and the "gas loss" alarms repeated alarmed. On visual inspection, blood was noted in the gas line tubing. The catheter was replaced with a new one. The catheter was evaluated by the MFR and concluded that the damage noted is consistent with that known to occur when a balloon catheter is used in the presence of intra-aortic plaque.